Manufacturer narrative:
The ge healthcare service contractor performed a checkout of the system, and confirmed the reported issue. The enhanced sensor interface board (esib), cpu cable, dc power supply, and cpu board were replaced to resolve the reported issue. Block a: no report of patient involvement.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.